Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2025, 14:30 pm during the insertion of the PICC catheter into the patient, it was found that the connection between the inner cannula of the lock and the trimmed PICC catheter was not tight. After several repeated operations, there was still no effect. Eventually, after the catheter was trimmed again, the connection between the catheter and the inner cannula of the lock was slightly tightened. Subsequently, the catheter was flushed with saline solution in a pulsating manner, and no abnormalities were found between the catheter and the inner cannula of the lock. The patient and his family were given health education on relevant precautions. No other information was provided.